Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator (mtm). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer contacted the technical service engineer (tse) regarding the master tool manipulator left (mtml) grip was getting stuck and that the issue had recurred in a different surgery. Before contacting tse, the customer verified that the sterile adapter was correctly connected and observed that the mtml grips moved normally when no instrument was connected. Tse reviewed the system error logs and did not find any relevant faults. Tse then confirmed with the customer that the mtml was controlling the same universal surgical manipulator (usm) arm as during the prior occurrence and requested that the customer try the instrument on a different usm arm to compare behavior; however, the customer indicated the surgery was already completed and this could not be performed at that time. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the clinical sales representative (csr), the day of the surgery, the circulating nurse called and reported the incident. The csr advised the nurse to call dvstat, as they were providing support at another hospital that day. That same afternoon, the field engineer team went to address the issue and resolved the problem; it has not occurred again.